Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with insulin injection. The customer also reported that calibration is not accepted and cannot find sensor. The customer declined troubleshooting for the issue. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Unexpected low battery alerts were present in the device trace download and device received with high sleep current measurement, problem isolated to electronic board stack.